Event description:
During evaluation of the homechoice (hc) device, the (B)(4) determined the hc machine system failed returned instrument test/evaluation testing due to the following failure: ground bond failed performance specification. No allegations were made against any of the patient's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed the homechoice rite (return instrument test / evaluation) electrical ground bond test. The product analysis lab evaluated the device. The device was power cycled several times with no problems encountered. Main ground bus resistance between door post and power entry module was within ground bond specification. No problems were found during an internal inspection of the device. The assignable cause for failure - ground bond was undetermined. The service history review revealed no previous service events were related to the failure. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.